Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 1, (B)(6) - aviva system 2.

Event description:
Caller reported obtaining the following blood glucose values from his aviva meter (system 1) and his wife's aviva meter (system 2). A.) 11:51 pm on (B)(6) 2015: 90 mg/dl, and 51 mg/dl (system 1) compared to 40 mg/dl (12:01 am (B)(6) 2015) and 77 mg/dl (12:02 am on (B)(6) 2015) on system 2. B.) Hi (greater than 600 mg/dl) on system 1 compared to 161 mg/dl on system 2 within 10 minutes. No adverse event. Requested return of suspect device and replacement sent.